Manufacturer narrative:
It was determined the cause of the issue was the quick combo (qc) cable and the issue with the part was cut. The qc cable was replaced to resolve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, the third-party service agent observed that the therapy cable was physically damaged. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the therapy cable was physically damaged. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, the third-party service agent observed that the therapy cable was physically damaged. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.